Manufacturer narrative:
No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. There was no patient present. It was reported that the left lumbar tactile probe was damaged. No further information was provided.